Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 message on the display of their adc reader. Customer further reported they experienced cold sweat, loss of consciousness, tremor, paleness, muscle loss and hypoglycemia. The customer went to the emergency room an hcp provided glucosed serum vi and glucosmon for treatment. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 message on the display of their adc reader. Customer further reported they experienced cold sweat, loss of consciousness, tremor, paleness, muscle loss and hypoglycemia. The customer went to the emergency room an hcp provided glucosed serum vi and glucosmon for treatment. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.